Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse and cooling coil is loosing refrigerant. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Hlivanova field service representative dispatched to the facility confirmed the issue and noted an oil leak from the cooling system. The device will not be repaired. If the refrigerant is leaking out of the system, the oil will leak with it, therefore, the reported event was caused by the compressor fault. The device has been taken out of service. This unit was installed in 2013 and no events were registered on the impacted device. Based on the manufacturing date of the device and similar investigation results, the root cause of the reported issue was traced back to a degradation of cooling coil leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor.